Event description:
The hospital reported air was injected into a pt during a diagnostic study of the left coronary artery. The pt was sent to the ICU for further evaluation. User facility risk management reported that the pt did not sustain injury to the extent that required surgical intervention.